Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent scoliosis revision spinal surgery due to scoliosis. Intra-op, the screwdriver broke while breaking off the set screw. The event resulted in an increase in the duration of the surgical procedure. There were no patient symptoms or complications associated with this event.